Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2012, the reporter contacted animas and alleged his pump cancels boluses without user intervention: when he delivers a combo bolus he often has to re-do it 2 or 3 times because it cancels on its own. The patient was unable to troubleshoot at this time. T. A replacement pump is being sent. This complaint is being reported due to the allegation that the pump is cancelling boluses without user intervention.